Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, the plaintiff was implanted with the ams elevate graft, to treat her pop (pelvic organ prolapse) and sui (stress urinary incontinence). Ti was alleged by the plaintiff's attorney that the plaintiff, "has experienced significant mental and physical pain and suffering and will undergo a corrective surgery for mesh erosion on (B)(6) 2012." It was also alleged that the plaintiff, "has sustained permanent bodily injury, " and "has endured impaired physical relations with her husband," and other damages.